Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion. Reportedly, the patient was very confused and was messing around with the pocket and the device was exposed and the patient got infected. Additional information indicated that the patient had a site check in the clinic and the physician noted that the site was open, oozing and appeared to be infected; hence, antibiotics were prescribed. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion. Reportedly, the patient was very confused and was messing around with the pocket and the device was exposed and the patient got infected. Additional information indicated that the patient had a site check in the clinic and the physician noted that the site was open, oozing and appeared to be infected; hence, antibiotics were prescribed. There were no additional adverse patient effects reported. The rv lead was explanted.